Event description:
It was reported to boston scientific corporation that the patient suffered from suprapubic pain, incontinence, and uterine prolapse. On (B)(6) 2008, she underwent a total vaginal hysterectomy, anterior repair with mesh, and vaginal vault suspension procedure, and was implanted with pinnacle mesh (exact type unknown). Following the implantation procedure (date/s of onset unknown), the patient has experienced a recurrence of the cystocele, rectocele, and vaginal vault prolapse, and presented with constipation, infection, and an inability to fully empty her bladder. In addition, the patient is reportedly unable to engage in sexual intercourse.